Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
The reporter stated that the device over infused. The reporter stated the device was programmed to deliver a flowrate of 0.6 ml/hr and actually infused at a flowrate of 6 ml/hr. The reporter believed it was operator error, but wanted to make sure the device was operating properly.